Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported that a truespan meniscal repair device ¿misfired¿ during a procedure. The failure was with the second truespan implant. The doctor pulled the first implant out, and another truespan implant was used to complete the procedure. There were no patient consequences. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the plastic sleeve which protects the implants was deformed midway on the shaft. It is possible that the surgeon inserted the needle too far into the tissue, which would cause the second implant to be dislodged from the silicone sleeve and then would appear to be misfired. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a DHR review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).